Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. In addition, it was reported that resistance was experienced during the fill process. Customer was eventually able to fill cartridge with existing supplies. Customer¿s blood glucose level was 135 mg/dl.